Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, the newly placed right ventricular (rv) lead was difficult to screw in, resulting the lead being displaced. The helix was unable to be manipulated. The lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.